Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch # mw5062961.

Event description:
Lap chole - "patient had a lap chole on (B)(6) 2015, returned to ER on (B)(6) 2015 with abdominal pain, went home and returned (B)(6) 2015 and was admitted observation status. Transferred to higher level of care for mrcp for bile leak on (B)(6) 2015." Patient status: " patient returned to the hospital 3 times post surgery due to bile leak".

Manufacturer narrative:
This report is to follow up with medwatch # mw5062961. The event unit was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause. A review of the manufacturing records for the three (3) previous lots received by the customer revealed that the product passed all manufacturing and quality inspections. The exact root cause of the event could not be determined. Applied medical opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action (CAPA) has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621- 2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.